Manufacturer narrative:
Subject devices remain implanted.

Event description:
The patient underwent successful stent assisted coil embolization with 8 coils (subject devices) of an un-ruptured aneurysm located in the basilar trunk and post procedure was assessed having mrs of; raymond score post-procedure was; it was reported that approximately 13 month-post-procedure the patient target aneurysm was retreated. The retreatment was resolved without any residual effects. Raymond score post-procedure was; the physician believe that the retreatment was possibly related to the procedure, the stent device and unknown/potentially related to the implanted coils. The patient was assessed having nihss of 0 and mrs of 0 at 2 month and 6 month post the index procedure. The patient was assessed having nihss of 0 and mrs of 1 at 12 month post the index procedure.

Manufacturer narrative:
The device history record (DHR) review of the 8 target coils confirms that the device met all material, assembly and performance specifications. The subject devices were not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, target aneurysm reintervention is a known risk associated with endovascular procedures and noted as such in the clinical experience summary for detachable coils. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization with 8 coils (subject devices) of an un-ruptured aneurysm located in the basilar trunk and post procedure was assessed having mrs of 1. Raymond score post-procedure was 2. It was reported that approximately 13 month-post-procedure the patient target aneurysm was retreated. The retreatment was resolved without any residual effects. Raymond score post-procedure was 1. The physician believe that the retreatment was possibly related to the procedure, the stent device and unknown/potentially related to the implanted coils. The patient was assessed having nihss of 0 and mrs of 0 at 2 month and 6 month post the index procedure. The patient was assessed having nihss of 0 and mrs of 1 at 12 month post the index procedure.